Event description:
Balloon and coil detached from the catheter. It was reported that both parts were not recovered. This incident has happened three times to the patient.

Manufacturer narrative:
The catheter was returned with the balloon torn at the distal edge of the proximal windings. The proximal windings are in good condition and there is latex under the proximal windings. The spring tip was pulled off the catheter tip along with the distal windings and most of the latex.